Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the tips on the mega suture cut needle driver instrument were observed to be bent. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineer was unable to confirm the customer reported failure mode. A visual inspection of the instrument found no damage to the grips. The grips were properly aligned and opened/closed properly when input discs were manually rotated. Engineering evaluation also found that the distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are .080 - .140 in length and not aligned with the tube axis. Engineering concluded that damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; damage to the instrument's main tube found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.